Event description:
It was reported that a malfunction alarm occurred with the code malf 12. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer with the reset, and instructed them to continue using the pump unless the malfunction code recurred. The customer acknowledged and understood the guidance.